Event description:
Caller reported that a malfunction occurred on the pump, indicated by a malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, which resolved the issue, and the pump could be used continuously. The customer was advised to contact technical support again if any malfunction code recurs, and the caller acknowledged and understood this guidance.